Event description:
Consumer reports getting readings of 48 and 330 within minutes. Analysis run on clark error grid using mean average reading (189) as ref. Point vs. Bd reading (48, 330) yielded data points in the e/c range of the grid, outside acceptable limits.